Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in planned non-emergency treatment when the issue occurred, and the procedure was completed as planned. The philips remote service engineer (rse) checked the system remotely and confirmed that there was problem with the images on the monitor. Analysis of the system log file did not show any related malfunctions. During troubleshooting, the rse found that there was an irregular problem with the control of the ad7. The controls for the tilt functions were replaced in the subsequent case. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there were problems with the images on the monitor. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.